Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (blank screen) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support to report that the patient's monitor screen was blank. The patient received a replacement monitor.